Manufacturer narrative:
The events of uveitis, hyphema, and ocular pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information was received noting that the event occurred in the right eye and on day 2 they "presented with pain and high iop (56mmhg) from aqueous misdirection with shallow ac + hyphaema. Presumed to be from overfiltration." Follow up treatment was noted as "attempted medical and laser treatment - unable to tolerate pi - iop 34-50", at day 5 there was a pars plana vitrectomy and zonuiridectomy with iop at 22mmhg the day after. On day 6 there was florid anterior uveitis requiring intracameral tpa + tap and inject. At week 3, iop was at 18 with deep ac on medical therapy.

Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of malignant glaucoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a patient with a xen 45 gel stent "developed aqueous misdirection on day 2 post op and required a vitrectomy."